Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. The next course of action has yet to be determined.